Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system stopped at 00:00 during switching on. Review of the log files didn't confirm the reported malfunction. The rse performed system troubleshooting and determined that the issue was most likely caused by a malfunction in the pc's. So, the rse guided the customer to switch on the flexvision pc from the cabinet. The customer performed multiple restarts to resolve the issue. After multiple restarts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up, stalling at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.